Event description:
It was reported that the pt had the stimulator off for two weeks. When the stimulator was turned back on "it didn't work". The pt had no stimulation sensation. Impedances were greater than 3600 ohms. Group impedances were greater than 3600 ohms. Exhaustive impedance measurements were taken and all pairs were greater than 3600. X-rays (both ap and lateral views) show no fracture and the lead placement seems to be fine. The lead was replaced. The pt recovered without sequela. Add'l info received reported that the loss of stimulation and high impedance was most likely due to a "fall".

Manufacturer narrative:
Results refers to the anchor. Final lead analysis revealed that all conductors were broken at both the proximal and distal ends of the anchor site (17.6 and 20.2 cm from the distal end). Final analysis of the anchor revealed no significant anomalies; the anchor was separated.